Manufacturer narrative:
Pending follow up information and completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical support via email to report a pump that was replaced due to "lack of pain relief and volume discrepancies per patient".

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. The unit was returned with the suture ring off. No other anomalies were observed during visual exterior inspection. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. A small section of catheter measuring 7.62 cm in length, with no distal end, was found to be patent with air and swi. No issue was found with either device. A definitive root cause could not be determined. Internal complaint number (B)(4).

Event description:
Additional communication with the clinical specialist (cs) confirmed that the expected volume during the underinfusion was 3.6ml and the actual aspirated volume was 18ml. It was also noted that there were two rate increases over the past two years. A catheter dye study was performed, which determined that the patient needed a pump replacement.